Event description:
This event is being reported due to the duration of the symptoms. Mild intermittent swelling of the lower lip lasting 2-3 hours and occurring approximately twice every month has persisted for more than two years. No treatment has ever been prescribed for this event. The patient also has a softform eptfe implant in the upper vermilion lip border. The patient also had bovine collagen injected in the glabella, oral commissures and lower lip border at the same time of the upper lip injections. The symptoms of hypersensitivity in those injection sites resolved more than two years ago without treatment.